Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This report will be updated once product analysis has been completed.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker had declared elective replacement indicator (eri). Boston scientific technical services (ts) then ran the longevity calculator for this device and discussed that the longevity of the pacemaker appears to be low. Additional information was received from the field representative who confirmed that it was unknown if programming changes were made in the past, and it seems like the patient's high pacing threshold measurements were chronic in nature. The field representative also added that the patient will be scheduled for a change out in a couple of weeks, and that the outputs in the right atrial (ra) lead and the right ventricular (rv) lead were reprogrammed. The device was explanted. No adverse patient effects were reported.